Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5076 lead implanted 2006 (B)(6). (B)(4).

Event description:
It was reported by the patient that one of their leads was placed incorrectly by the physician and because, it was ¿routed wrong¿ the patient had to go through a procedure again. The patient could not stand up and had a burning sensation in the chest. The patient also reported that while in the hospital the nurse ¿came flying through the patient¿s room and ripped all of the tubes out of the patient¿. Follow-up information from the clinic indicates the right ventricular (rv) lead dislodged two days after a device replacement. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.